Manufacturer narrative:
(B)(4) - secondary surgery, excessive, lens was discarded. Eval method: lens work order search. Medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review: review of this file indicates that the icl exhibited a high vault in this pt which led to increased iop and closing of the angle. The icl was removed which resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Surgeons are always reminded to measure the horizontal white-to-white under the microscope with a caliper, and confirm this with a steel ruler. Calipers may be bent, and could give a wrong reading. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) Conclusions: based on the complaint history, work order search and medical review, it was determined that the most likely root cause for both inadequate and excessive vaulting is inaccurate white to white measurement. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in pt's right eye. Lens was removed due to vaulting and pt pressure spike. There was angle closure. The surgeon used the original incision to remove lens, the incision was not enlarged and no suture was needed. The lens was discarded. No other lens was implanted.